Event description:
It was reported that a malfunction occurred on the pump with malf 3 code and could not be reset. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump, and the customer planned to use a backup insulin pump in the meantime. The customer was informed about receiving a pump with updated software and was given instructions on returning the faulty pump and handling the new device.